Event description:
It was reported that when checking the auxiliary o2 and suction device prior to use on a patient, it was detected that the vacuum created by the suction device was insufficient. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated by our field service engineer. The reported failure was reproduced. The maximum negative pressure created by the suction unit was about - 50 kpa. It was observed that there were some dirt particles found inside the metal block of the suction module. The complete auxiliary o2 and suction module was replaced. No part was returned for investigation. The intended use for the suction unit is to extract body fluids from the stomach and airways. Suction pressure is regulated by means of the on/off switch and the suction unit regulatory valve. Turning the regulatory valve counter-clockwise increases the suction flow. The vacuum gauge shows the current suction pressure. The specified range for the vacuum with the regulator in max position during suction are between - 60 kpa and - 90 kpa at a supply pressure ranging from 3.0 to 6.5 bar. In this case the maximum negative pressure created by the suction unit was too low. The cause of the reported failure cannot be determined without having the replaced suction assembly investigated.